Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that one sensor from package was bent and another had missing electrode. Customer's blood glucose was 75 mg/dl. Sensors would be replaced.